Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "one line of the cvc was functional, the 2 other lines were not functional, there was no venous flow back. The device was changed with the same lot#". No patient harm or injury. The patient status as "fine".

Event description:
It was reported that "one line of the cvc was functional, the 2 other lines were not functional, there was no venous flow back. The device was changed with the same lot#". No patient harm or injury. The patient status as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer report of a blocked extension line was confirmed through investigation of the returned sample. The catheter passed all relevant dimensional requirements. The medial and proximal extension lines could not be flushed properly due to the presence biomaterial within the extension lines. A device history record review was performed, and no relevant findings were identified. Once the biomaterial was removed, the extension lines flushed as intended. Therefore, based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a; corrected data: n/a.